Event description:
Customer reported that she was unable to wear the sensor in the abdomen and when she wears the sensor in the thigh receives false predictive low alerts. Customer also reported having received a bad sensor alert following two calibration error alerts. The blood glucose reading was 160 mg/dl. Customer was advised to change out the sensor and reported that the cannula was bent like an accordion. She also reported that the sensor had given inaccurate readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.